Manufacturer narrative:
(B)(4).

Event description:
It reported that an alert was received during routine generator changeout showing high, out of range, high voltage lead impedance on the rv lead. Alert was observed following lead connection to the new device and a successful dft test. No visual or electrical anomalies were detected. Alert was cleared and patient will be monitored.